Event description:
It was reported that during the procedure in the left anterior descending artery (lad), a 3.5x15 rx promus stent was deployed. At the conclusion of the procedure, a dissection was noted at the proximal and distal segment of the stent. A second 3.0x12 rx promus stent was deployed distal to the 3.5x15 stent and a 3.5x08 rx promus stent was deployed proximal to the 3.5x15 stent. The dissection extended beyond the stent; therefore, a non-abbott stent was deployed distal to the third stent. It is unknown if the second stent exacerbated the dissection or if there was continued spiral dissection down the lad. There was still dissection distal to the stent; therefore, an attempt was made to advance a 2.5x15 rx promus stent delivery system through all previously placed stents; however, angiogram revealed that the stent was not long enough to cover the entire dissection. The physician withdrew the stent delivery system and the stent dislodged and embolized at the proximal segment of the vessel. Surgical intervention was considered; however, the stent was successfully snared and a balloon angioplasty was performed to embed the stent to the proximal lad. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.5 x 15, 3.0 x 12, and 2.5 x 15 promus stents are being filed under separate medwatch reports. (B)(4): indication for use. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of dissection is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It was reported that the promus was implanted in a dissected lesion. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.